Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2018. Data was received for evaluation, but confirmation of the issue was undetermined. The probable cause could not be determined via data. Reportedly, the patient used multiple bg meters throughout the same sensor session. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. No additional event or patient information is available.